Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported on social media that the patient was in a hospital. It is unknown why they were in the hospital; however, it was reported that they had low blood glucose with a bg value of 60 mg/dl while the cgm was 110 mg/dl. The patient was provided "sugar water" at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).